Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a power up test failure code #14. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(4). A getinge field service engineer (fse) evaluated the unit and found scroll compressor was recently replaced 02/19/2024 at 12940 hours during preventive maintenance (pm) and is an early field failure. Fse confirmed the erratic performance of the compressor and replaced the scroll compressor again and completed all testing with no further failures. The unit was approved for clinical use and returned to the customer. The failure analysis and testing dept. Received scroll, compressor with a reported unit failure of the unit displaying maintenance may be required, error code 14 when the unit was powered up. The failure analysis and testing dept. Performed a visual inspection and found a slight indentation in the front of the compressor. The failure analysis and testing dept. Installed scroll compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. When the unit was powered up the fat did not observe power up test fails code #14. The fat did observe that when the regulator calibrations were performed, the pressure regulator could not reach the factory specification of 390 mmhg +- 10 mmhg, the highest it was able to reach was 337 mmhg. The compressor failed testing. Retaining the compressor in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.